Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.5¿ proximal to the distal tip. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the the af procedure, it was noted that the tip of the catheter was fractured after removal from the patient. The device was replaced to resolve the issue. There were no adverse patient consequences.